Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the indeflator was prepared for use and connected to a 2.0 x 20 mm trek dilatation catheter. An attempt was made to inflate the balloon; however, it was noted that the indeflator gauge was not working and the balloon did not inflate. The indeflator was tested with another 1.5 x 15 mm trek dilatation catheter; however, this balloon did not inflate. A new indeflator was prepared for use and was used successfully. There were no adverse patient effects and no clinically significant delay. No additional information was provided.